Event description:
The complainant reported that during the performance of a therapeutic ercp on a patient (age and gender unknown) the trigger fell apart from the device when the clinician attempted to crush a stone located in the patient's common bile duct. The stone was reported to have measured between .5 and .7 cms. The device was then removed from the patient without difficulty. The physician was able to obtain another device and successfully complete the patient procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.